Event description:
Centrifugal pump speed decreased unexpectedly during extracorporeal circulation. The user hand cranked the pump at the proper speed for approximately 10 minutes. The situation was resolved by replacing the pump motor and controller. No pt injury was reported.